Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to have bubbled downstream occlusion (dso) seal, broken battery door, and a worn upstream occlusion (uso) seal. The report of "bubbled" was confirmed during visual inspection of the downstream occlusion sensor. The root cause of this event can be attributed to damage to the downstream occlusions sensor's seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported, the device exhibited a bubbled down stream occlusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.